Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it is alleged that patient had unexplained pain probable root cause: design: wrong raw material or manufacturing agent selected. In-process cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity. Process: contamination during process. In-process cleaning not performed to spec. Application: contamination of devices.

Event description:
It was reported that the patient needed revision surgery. However, please note that the metal in this device is highly unlikely to cause the alleged reaction.